Event description:
During procedure stapler inserted into rectum, discharged, and removed. On removal of the stapler, it was discovered that the end piece of stapler was retained in patient. Surgeon had to remove retained piece.